Event description:
It was reported that the patient presented to the hospital after receiving two shocks. The patient was in vf arrest and a successful hv therapy rescued the patient. Upon interrogation, low hv lead impedance was observed on the sv-can vector. The lead was capped.

Manufacturer narrative:
No medwatch form was received.